Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens, -07.00 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens.

Manufacturer narrative:
Patient experienced lens rotation not associated with low vault. Device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found that the lens was within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4). Conclusion: as per dfu for this lens model, vicls are contraindicated for patients with any previous corneal/refractive surgery and over 45 years of age. (B)(4).